Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the IFU, hemolysis is a potential risk associated with the use of the thv, delivery system, and/or accessories. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After they die they break down and are removed from the circulation by the spleen. In some medical conditions, or as a result of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, although the exact cause of the hemolysis observed on pod6 cannot be confirmed, per medical opinion, the hemolysis was considered to be related to the implanted valve. Per the report, the valve had mild pvl and there was no central valvular leak or other valve flow irregularities that could contribute to hemolysis. In addition, patient factors (female gender, advanced age ¿ (B)(6) years, ckd s/p nephrectomy, anti-platelet medication, and mr) may have also contributed to the hemolysis and subsequent blood transfusions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 20mm sapien 3 valve was implanted in the intended position with mild paravalvular leak (pvl). On postoperative day (pod) 6, anemia and hemolysis were observed. The degree of pvl was not changed; no central valvular leak or other valve flow irregularities or valve malfunctions were observed on transesophageal echocardiography (tee). The patient had hemoglobin of 9.5g/dl at baseline. Blood transfusion was performed twice with 2 units each (280ml) and the status was reported as ¿recovered¿ on pod 14. Although the anemia gradually aggravated, the patient¿s status was stabilized following the transfusions. The patient was discharged in stable condition. The patient was readmitted at a later date due to interstitial pneumonia and anemia. The valve remains implanted in the patient. The native annular diameter measured 13.9mm x 24.4mm by CT with a valve area of 298mm2. Moderate valvular calcification and mild aortic root calcification was reported. Severe mitral annular calcification (mac) was also reported. Per medical opinion, the hemolysis was judged to be related to the implanted valve, but not to the tavr procedure. The seriousness of the event was judged to be ¿non-serious¿.